Event description:
It was reported that the insulin pump was not working properly. Customer stated that he had fluctuations in his blood glucose. The insulin pump would stop delivering insulin, his blood glucose would rise and then the insulin pump overdelivered insulin, which caused his blood glucose to fall. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.